Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because no product was returned; and thus, an investigation could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation; and therefore, root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: b1 adverse event or product problem and d5 operator of device.

Event description:
Information was received that a cadd ms3 ambulatory infusion pump's syringe is not tightening on the shaft. Patient was hospitalized because infusion of remodulin had stopped.